Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure on (B)(6) 2012 and mesh was used. When the mesh was being pulled through the trocar for insertion, it delaminated. Another mesh was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual mesh involved in this event was returned for evaluation. It was microscopically evaluated and was found to be completely delaminated.